Event description:
Note: this report pertains to the first of three devices used during the same procedure. Refer to associated manufacturer reports #3005099803-2008-0047 and 3005099803-2008-0049. It was reported to boston scientific corporation on december 18, 2007, that an endoscopic retrograde cholangiopancreatography (ercp) and a cholangioscopy for "an indeterminate stricture in the left main branch of the biliary tree" were performed on three months earlier, using a spyscope access and delivery catheter with a spyglass direct visualization probe and a spybite biopsy forcep on a male pt (weight unk). According to the complainant, "nine days post procedure, [the] pt experienced [an] ae [adverse event] of inflammatory syndrome with signs and symptoms of pyrexia. [The] pt was given antibiotics and was hospitalized for six days. The severity of the event was mild according to [the physician] and resolved without sequelae [six days later]." Reportedly, the physician indicated that the event was "probably" related to the ercp procedure and "possibly" related to the cholangioscopy procedure, the three devices and "the pt's condition/co-morbidities."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A device analysis can not be performed; therefore, the relationship between the device and reported event is undetermined. A review of the complaint database has revealed two additional complaints were reported on the lot for unrelated events: broken cable and device insertion difficulties. The november 2007 15-month spyscope access and delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.